Event description:
It was reported that during explant of the pulse generator, a temporary loss of output was observed when electrocautery was used in proximity to the device. Pacing resumed once electrocautery was stopped. The device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.